Manufacturer narrative:
Draeger is still investigation the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the monitor fell towards the incubator on its own and was caught by the mother of the child, who sat next to the incubator. The mounting of the pedestal broke down. There was no pt injury reported. Draeger ref. (B)(4).